Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the new leads could not be implanted due to existing scar tissue. No further complications are anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead, product ID: neu_unknown_lead, serial# unknown, product type lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a lead moved from t9 to t12 and the patient reported a fall a few months prior to the report as a contributing factor to the x-ray confirmed lead movement. The doctor explanted the old leads and when he attempted to implant the two new leads but was unable to place them in the epidural space. The doctor decided to explant the entire system and would discuss either a paddle lead implant option or a pump implant. The issue was resolved at the time of the report. There were no further complications reported or anticipated.